Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer used lyumjev brand insulin, which is off label, customer switched to on label insulin and occlusions continued. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.